Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01136. 0001526350-2023-01137. Review of the most recent repair record determined the test cut could not be performed due to a damaged comb. The comb and bottom roll were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device could not test calibration and test cut due to damaged bottom roll. The event timing was outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. Upon investigation, damaged comb was found.